Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient underwent chemotherapy on (B)(6) 2024, after the nurse sterilized it, the non-invasive needle was implanted normally, intermittent air and blood was withdrawn and could not be continuous, saline was injected and overflowed from the small butterfly, suggesting that the non-invasive needle was leaking and could not be used normally, the nurse manager and the physician in charge were called immediately, the new non-invasive needle was replaced again, and continuous blood was withdrawn normally, saline injected and did not overflow, and the patient complained of no the patient complained of no discomfort. The patient complained of no discomfort. There was no adverse effect on the patient. No other information was provided.